Manufacturer narrative:
Additional info has been requested and if available, it will be submitted in the supplemental report.

Event description:
It was reported, "rasp handle and accolade rasp seemed not to be fixed well and so make clattering sound. When surgeon made impact on the end of the rasp handle to insert rasp handle with rasp into femur, rasp and handle was separated and the head of rasp handle was broken."